Manufacturer narrative:
Other, other text: additional contact: (B)(6).

Event description:
Information was received indicating that during a bag change of a smiths medical cadd administration set, it was noted that the bag was full. No adverse effects were reported.